Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device bent at the tip. It looks like the distal tip curled back permanently damaging the needle. The procedure was repeated. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as the potential cause of the needle tip bending could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle bending could not be determined based upon the information provided and without a sample.

Event description:
The device bent at the tip. It looks like the distal tip curled back permanently damaging the needle. The procedure was repeated. The patient's condition was reported as fine.